Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the infusion device makes unusual noises during basal and bolus delivery and the pt believes the infusion device delivers too little insulin. The pt reported experiencing elevated blood glucose of 339 mg/dl. The pt bolused through the infusion device to lower her blood glucose. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.